Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "slight ailment, punctate discomfort", " suspected adenomyosis, disquecia regardless of the cycle. Heavy bleeding for the first 3 days, benign kinetic curves of type ii, highly suggestive of fibroadenoma" and "intracapsular rupture". This record is for the left side. Device remains implanted.